Manufacturer narrative:
Batch review performed on 20.12.2021. Lot 1904568: (B)(4) items manufactured and released on 22-jul-2019. Expiration date: 2024-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 year and 4 months after the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the insert (10mm to 12mm) and the surgery was completed successfully.